Manufacturer narrative:
B7: information added to other relevant history (omitted on initial). G3 (date received by MFR): replace january 27, 2023 with january 26, 2023. H10: lot # h22109048 was reported as a suspect lot number (omitted on initial). H10: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the dark blue female connector and the light blue main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A separation of the female connector and main body where the female connector is still attached to the tubing would not directly result in a breach in the sterile fluid pathway. A batch review was conducted on the suspect lot number and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector of a peritoneal dialysis (pd) transfer set and main body. The separation was further described as, ¿navy tip unscrewed from the light blue side of the twist clamp¿. This occurred while disconnecting from pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.